Event description:
It was reported that a user of the ilet experienced elevated blood glucose, including a reading of 214 mg/dl trending down to 190 mg/dl during the call, after a recent meal bolus and within the first week of pump use; the user noted a historical pattern of running high prior to pump therapy and reported no bubbles, leakage, moisture, or insulin odor at the infusion site. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond routine self-management and education. Investigation included troubleshooting and education regarding postprandial absorption and monitoring trends. Investigation of this case revealed no device malfunction or component issue observed during the call, with glucose trending downward without supply changes, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.